Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in asking for assistance with using their equipment; they haven't been using their device. Patient mentioned, "I don't think I'm feeling any stimulation" and confirmed that they don't normally feel stimulation. They also said they have a bladder infection currently and are wondering if that will affect the device. During the call, the patient synched to their ins which showed stimulation was at 2.6v on program 4; stimulation was said to be on. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss medical questions. The patient further mentioned that they wanted to make an appointment with their hcp to have stimulation adjusted. The patient also thought they felt stimulation in their rectum area, but wasn't sure if they imagined it or not; this occurred the last time the patient was in their hcp's office. No further patient complications have been reported as a result of this event.